Manufacturer narrative:
Head section release bar.

Event description:
It was reported by service report that the breakaway head section would not consistently lock in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.